Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 586 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer experienced angina and required surgery to have a heart stent put in place. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.